Event description:
Hi there, (B)(6) thanks for taking my call earlier as I said I am just contacting you around an incident we had with an embecta insulin pen needle last week. One of our paediatric nurses was administering insulin to a 2 year boy and when he moved his leg suddenly the needle part broke off and ended up in the subcut tissue. This required our patient to have a x-ray to locate the needle and thereafter surgery under general anaesthetic to remove the needle from the subcut tissue. This is not something I have witnessed before and I am not sure if they should break that easy. I look forward to hearing from you.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.